Event description:
It was reported that the pump touch screen has "air bubbles and residue" causing the display to be unreadable. There was no adverse impact to customer¿s blood glucose level. Reportedly, the pump was replaced to resolve issue and customer continued to use the pump for insulin therapy.